Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of analyzer pacing issue, it was noted that with the analyzer attached the programmer connected to the virtual interactive patient and the analyzer was pacing. The device passed functional and systems tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the analyzer exhibited a pacing malfunction during a patient check. A replacement set was available and used. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.